Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail single use 270m laser fiber was used during a procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. Reportedly, the operator of the device tried to retrieved the detached tip but it was unsuccessful. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.